Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was experiencing a sensation of continuous stimulation. The patient also experienced a choking sensation with vns that resulted in the patient going to the emergency room. The device was noted to be replaced as well. The patient complained of this continuous simulation when the device was disabled as well. Diagnostics are seen to be okay, with no issues. No other relevant information has been received to date.

Event description:
Product analysis was completed and it was determined that. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.